Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted-distal gastrectomy procedure, the release button was slow when replacing the reload after firing, as the release button was pressed with the reload being not removed, and the cartridge started to move by itself. The surgeon was able to remove the reload and replaced the device. The device was able to be used without problem. There was no patient injury.